Event description:
Facility reported the mirrors are coming apart. On (B)(6) 2011, add'l info was provided by the dental hygienist who reported she used the mirror to pull the pt's cheek back while cleaning the pt's teeth and the mirror slid off into the pt's mouth. She said she felt the adhesive did not hold the mirror securely. There was no injury to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.